Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported low blood glucose and insulin pump alarmed motor error. Customer stated gave himself insulin and blood glucose of 300 mg/dl to 32 mg/dl and gave himself glucagon shots. It was found in the alarm history that there was motor error alarm. Troubleshooting was done. Customer stated that he carries an e-cigarette with a huge magnet at the bottom. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. It was mentioned customer's blood glucose was 80 mg/dl. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.